Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone the blood glucose level was high. Patient's blood glucose level at time of incident was 453 mg/dl. Patient's current blood glucose level was 387 mg/dl. Customer was alleging pump was under delivery. The insulin pump will be returned for analysis.